Manufacturer narrative:
This report is being filed to provide additional information. That was not provided in the initial MDR. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. H.10. Investigation: the blood bag set was not returned for evaluation. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. Shipping testing was performed on the reserve samples from the reported lot number. The reserve samples were also visually examined, and the solution volume and solution composition were tested with no abnormalities noted. All product conformed to the established specification. Root cause: based on the available information, an increase of wbc contamination complaints were noted from previous lot numbers. The investigation results indicated that the cause of higher-than-expected wbc content in the whole blood product was due to the maximum pore size of the filter membrane and is likely to increase according to the combination of multiple parameters in manufacture of leukoreduction filter membranes. The wbc contamination is likely to occur frequently in the product lots of which the maximum pore size of the filter membrane has increased. The instructions for use provide a caution to not squeeze or apply pressure to the filter while it is attached to the bag containing the filtered blood in order to avoid leukocyte leakage. Corrective action: an internal CAPA has been initiated to review the maximum pore size of the filter membrane and the likelihood of an increase according to the combination of the multiple parameters. In addition, the wbc contamination is likely to occur frequently in the product lots of which the maximum pore size of the filter membrane has increased. To achieve a resolution, manufacturing specifications were updated to narrow the range of the parameters in the manufacture of filter membranes and it was confirmed that the appropriate level of the maximum pore size of the filter membrane was achieved.

Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit #: w021719000415 the whole blood collection set is not available for return because it was discarded by the customer.